Event description:
8 ventricular high rate episodes most recent on (B)(6) 2021. Marker channels suggesting possible noise." Lead manufactured by st jude. Case:(B)(4) / sr (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)